Event description:
It was reported there was device interference with the left ventricular assist device. It was noted there was programming and/or telemetry difficulty. It was further reported the patient died. The date of death has been requested and not received. Follow up revealed cause of death was cardiogenic shock and there was no allegation from the health care professional that death was device related. Patient had not been pacemaker dependent. Further reported device interrogation had noted a set pacing rate of 70, however, device stimulating heart at fixed rate of 55/minute. Reprogramming done and had "set device to doo 80/min with vt/vf detections off."

Event description:
It was reported there was device interference with the left ventricular assist device. It was noted there was programming and/or telemetry difficulty. It was further reported the patient died. The date of death and cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available. Correction to number of patients involved.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Correction to number of patients involved. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.